Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned to boston scientific.

Event description:
Boston scientific received information from the local representative (B)(6) 2017 that this device had not been explanted as the patient had developed an infected toe. In (B)(6) 2017, boston scientific's medical records received a call from a clinic nurse who reported that this patient died on (B)(6) 2017. The clinic nurse was not aware of the cause of death. There was no report that the prior product experience caused or contributed to the patient's death. To date, the device has not been returned to boston scientific.

Manufacturer narrative:
No further information concerning this report is available at this time. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Remains in service. No adverse patient effects were reported.